Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl at the time of incident. Customer stated that the insulin pump had no delivery alarm. The customer stated that they already went to healthcare professional and was told that the insulin pump was under delivering periodically. Customer was able to clear the alarm by removing the battery and putting it back. The insulin pump will not be returned for analysis. Unomed set.